Event description:
Resident was in p.v.c. Shower chair being moved to shower area when the rear right chair leg broke, resident fell backward then their right side hit floor fracturing their right distal fibula. Since no crack was readily visible in the shower chair leg, co suspects it must have had a hairline crack.